Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting pump, issue did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.